Event description:
Patient and her home health nurse report her curlin pump is not working properly. They replaced the batteries twice and each time they shut it off and turn it back on, it alerts that¿s it's running some sort start upcycle and then stays in this mode. They have tried to clear it six times without any luck. Unclear if patient missed dose. No adverse events reported at this time. Device is on hand for return; pharmacy is replacing pump. No further information, details or dates provided. Serial number: (B)(6).